Event description:
During a pta treatment procedure of a calcified lesion in the leg, removal difficulties were encountered. A smash ballon catheter was being used along with a terumo wire (model unknown) and a 5 fr introducer (model unknown) to perform the procedure. The wire keep getting stuck in the hub of the balloon, particularly during withdrawal attempts. No patient injury or complications were reported. The procedure outcome was reported as 'good'. Patient status is reported as 'good' following the procedure.